Event description:
It was reported that during scheduled follow up, externalized conductors were observed via fluoroscopy. The electrical values of the lead were good. The device remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that low pacing lead impedance was observed. No intervention was reported. Patient was asymptomatic was scheduled for a follow-up in three months.